Event description:
It was reported that a preloaded intraocular lens( iol) came out of the injector with a crack right in the middle. The lens was fully implanted into the patient's eye and remains implanted. The patient has a check up booked for one month post operation. Through follow up we learned that that the cartridge lubrication used was amvisc 1.2% sodium hyaluronate, although this is a fridge item it is used at room temperature, more than likely balanced salt solution (bss) was also used at room temperature. Traces of adrenaline were used as additives to the bss, and the bss was introduced into the tip of the cartridge while the amvisc was introduced from the canopy. It was reported that the dwell time for the device was two minutes and 57 seconds with initial advancement completed as per instructions. The scrub nurse completed the initial movement of the iol and the first twist, then the procedure was uninterrupted until the surgeon inserted the iol. When advancing the iol the healthcare provider was making small quarter turn twists. No further information available at this time.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in the report submitted feb 9, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dib00i0220. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the simplicity device was returned to the manufacturing site for evaluation. No lens was returned as it remains implanted. Visual inspection of the complaint simplicity device revealed that the plunger rod was fully advanced. The plunger rod tip was slightly damaged, consistent with damage that could occur during shipping. No damage to the cartridge was observed. No issues that could cause or contribute to the complaint issue reported were identified. No lens was returned for evaluation. A photograph provided by the customer was evaluated. The picture showed an eye being implanted with an intraocular lens (iol) claimed to be a tecnis eyhance iol preloaded in the simplicity delivery system (model dib00). The images showed an horizontal (in relation to the picture) crack-like mark near the optical center of the lens measuring approximately 3 mm. Although the crack-like mark location could potentially cause visual distortions/defects, the definitive clinical impact as well as the root cause of the reported issue cannot be determined from a picture assessment. The complaint issue of "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.